Manufacturer narrative:
This report is for an unknown vertebral body replacement - expandable/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: robinson, y. Et al (2009), reconstruction of large defects in vertebral osteomyelitis with expandable titanium cages, international orthopaedics, vol. 33 (3), pages 745¿749 (germany). The aim of this prospective study is to investigate whether expandable titanium cages allow an adequate reconstruction of major spondylitic defects. Between 2003 to 2004, a total of 25 patients (9 male and 16 female) with a mean age of 68±11 years were included in the study. Surgery was performed using a titanium polyaxial screw-rod system was used (moss miami, moss max or expedium, all depuy spine, leeds, UK) for posterior stabilization and an expandable titanium cage (x-tenz, depuy spine, leeds, UK) for anterior procedure. Follow-up dates were six weeks, 12 weeks, six months, one year and three years postoperatively. The following complications were reported as follows: 2 patients died postoperatively: one patient did not recover from cardiac failure two weeks after the staged anterior procedure, and a second patient died after a cardiac arrest six months after the operation. A male patient who did not recover completely from sensorimotor deficit died eight months postoperatively secondary to pulmonary artery embolism. From postoperative radiographs to the final follow-up there was a mean segmental loss of correction of 3.4±2.1 into kyphosis. This report is for an unknown depuy spine expandable vertebral body replacement. This is report 2 of 2 for (B)(4).